Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection of the filter revealed that the filter material had degraded. The cause of the event was determined to be that the facility had used a medication with the set that was not recommended to be used concomitantly with a filter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation a follow-up will be submitted.

Event description:
It was reported that a clearlink paclitaxel set had a cloudy filter. The drug used was taxotere. There was patient involvement, however no adverse event was reported. Additional information was requested and is not available.